Manufacturer narrative:
A medtronic representative visited the site to service the system. No hardware components were replaced. The failure was not reproducible. The system was functioning as intended. Codes b01, c19, d14 are applicable. Pcba component was not replaced and therefore not returned. Codes b17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000221r. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a drive issue. There were two powered handle failures. Once after moving the imaging system to theatres before a spin. The second time after the second spin before trying to move out of theatre. Both times the foot switch (manual kick switch) was checked and a restart solved the problem. The imaging system was only switched on 30mins before being needed. The first time was noted by the surgeon as delayed the spin whilst rebooting. The second time was not noted. This was now becoming another intermittent fault. Last time error logs showed nothing of note and testing showed nothing. There was no patient involvement.